Event description:
Potentially life threatening hematocrit level reported by blood volume analysis test. No comparable test to correlate results. Significant deviation of normalized hct with other significant deviations reported from facility on same date of service. This creates significant question to accuracy of results and patient risks related to potential medical interventions around these reported numbers.